Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited farfield oversensing of ventricular pacing. In addition, a lead safety switch (lss) was triggered due to a low out-of-range ra pace impedance measurement less than 200 ohms, and was later followed by high out-of-range ra pace impedance measurements greater than 2,000 ohms. Technical services (ts) discussed possible ra lead dislodgement, however x-rays appeared normal. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Battery power consumption jumped up disproportionately to the therapy delivery and the battery of this pacemaker showed approximately 11 months remained after less than 4 months since the initial implant procedure. It was determined that the pacemaker's behavior was consistent with an anomaly on the pacing portion of the analog integrated circuit. In addition, the right ventricular (rv) lead exhibited a sudden drop followed by a return to baseline in pace impedance trends, however rv pace impedance measurements remained within normal limits. The ra lead was evaluated with a pacing system analyzer (psa) during the pacemaker changeout procedure and high pace impedance measurements between 1,500-1,700 were observed with no capture at maximum outputs. In addition, the helix would not retract. The pacemaker was explanted and replaced, and the ra lead was surgically abandoned and replaced. The rv lead remains in service. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. -- correction to h6 / impact codes: f2203 / imaging required added.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Correction to h6 / impact codes: f2203 / imaging required added. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited farfield oversensing of ventricular pacing. In addition, a lead safety switch (lss) was triggered due to a low out-of-range ra pace impedance measurement less than 200 ohms, and was later followed by high out-of-range ra pace impedance measurements greater than 2,000 ohms. Technical services (ts) discussed possible ra lead dislodgement, however x-rays appeared normal. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Battery power consumption jumped up disproportionately to the therapy delivery and the battery of this pacemaker showed approximately 11 months remained after less than 4 months since the initial implant procedure. It was determined that the pacemaker's behavior was consistent with an anomaly on the pacing portion of the analog integrated circuit. In addition, the right ventricular (rv) lead exhibited a sudden drop followed by a return to baseline in pace impedance trends, however rv pace impedance measurements remained within normal limits. The ra lead was evaluated with a pacing system analyzer (psa) during the pacemaker changeout procedure and high pace impedance measurements between 1,500-1,700 were observed with no capture at maximum outputs. In addition, the helix would not retract. The pacemaker was explanted and replaced, and the ra lead was surgically abandoned and replaced. The rv lead remains in service. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited farfield oversensing of ventricular pacing. In addition, a lead safety switch (lss) was triggered due to a low out-of-range ra pace impedance measurement less than 200 ohms, and was later followed by high out-of-range ra pace impedance measurements greater than 2,000 ohms. Technical services (ts) discussed possible ra lead dislodgement, however x-rays appeared normal. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Battery power consumption jumped up disproportionately to the therapy delivery and the battery of this pacemaker showed approximately 11 months remained after less than 4 months since the initial implant procedure. It was determined that the pacemaker's behavior was consistent with an anomaly on the pacing portion of the analog integrated circuit. In addition, the right ventricular (rv) lead exhibited a sudden drop followed by a return to baseline in pace impedance trends, however rv pace impedance measurements remained within normal limits. The ra lead was evaluated with a pacing system analyzer (psa) during the pacemaker changeout procedure and high pace impedance measurements between 1,500-1,700 were observed with no capture at maximum outputs. In addition, the helix would not retract. The pacemaker was explanted and replaced, and the ra lead was surgically abandoned and replaced. The rv lead remains in service. No additional adverse patient effects were reported. This pacemaker was returned for analysis.